Event description:
According to the reporter: occurred during a robotic assisted laparoscopic prostatectomy procedure. The stapling device was being ap plied to the doral venous complex (dvc). The first reload was loaded onto the powered handle. It was closed on tissue and tried to fire, but stopped immediately. Were not able to progress the firing, so removed the device. The reload was unloaded and another reload was put on the powered handle. The device fired very slow, with staples that did not completely form, showing the legs. The status of the handle indicator and adapter indicator were solid. The status of the reload indicator was flashing. There was no problem loading the adapter onto the handle. The handle was able to recognize the reload. There was no problem loading the reload onto the adapter. Also noted the sounds of the powered handle calibrating during assembly and cycling were off and quieter. In order to resolve the issue and complete the case, reassembled the powered handle and replaced the reload. There was no patient harm. The patient status is alive, no injury. The device sterilization method is autoclave and the type of cleaning is manual.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Visual and functional evaluation noted no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.